Event description:
It was reported that the patient experienced corporal erosion during implantation of an inflatable penile prosthesis. The urethra was perforated during dilation and confirmed with cystoscopy. The physician was unable to place cylinders. A 100 ml reservoir was placed. Another attempt would be tried in six months.